Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the tip of the foley catheter was broken. When attempted to remove the foley catheter balloon due to lack of urine flow, the balloon could not be drained. When slowly pulled, the balloon was ruptured. Per follow up information received via ibc on 23jan2025, stated that the foley catheter balloon had burst.

Event description:
It was reported that the tip of the foley catheter was broken. When attempted to remove the foley catheter balloon due to lack of urine flow, the balloon could not be drained. When slowly pulled, the balloon was ruptured. Per follow up information received via ibc on 23jan2025, stated that the foley catheter balloon had burst.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.